Event description:
Clinical study. Ti was reported that 148 days after a coronary drug eluting stenting treatment procedure the patient required a target vesesel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 95% stenosed, 16mm long, mildly calcified portion of a saphenous vien graft in the 1st diag. The physician successfully placed a johnson & johnso cypher stent in the 1st diag to treat distal edge stenosis with resolution of the re-stenosis. In the opinion of the physician the relationship of the tvr to the liberte stent is possible. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not availabel, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.